Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina and arrhythmias are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.75x33mm xience xpedition stent was implanted in the left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient had been hospitalized for chest distress with palpitations, dizziness, with accompanying perspiration and left shoulder pain. The patient had experienced these for two days after a mood swing. On (B)(6) 2016, a coronary angiography was performed. There was no stenosis in the lad stent. Medication was provided and the patients condition improved. On (B)(6) 2016, the patient was discharged from the hospital. In the study physician's opinion, the event is unknown if related to the device. There was no additional information provided.